Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer did not observe drips of insulin during the load fill tubing process. Customer's blood glucose level was in the 130's mg/dl. Reportedly, the customer changed all supplies to resolve the issue.